Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "several incidents occurred repeatedly with arterial catheters that malfunctioned after two days of insertion." The customer experienced dampened waveforms. The catheter was changed. There was some discomfort for non-sedated patients. The patients current condition is reported as "critical".

Event description:
It was reported that "several incidents occurred repeatedly with arterial catheters that malfunctioned after two days of insertion." The customer experienced dampened waveforms. The catheter was changed. There was some discomfort for non-sedated patients. The patients current condition is reported as "critical".

Manufacturer narrative:
(B)(4).